Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 01631. D10: cat# 802202803 lot# 3047454 zimmer biomet¿ cocr head femoral head 12/14 taper 28mm diameter +3.5mm neck length cocrmo g2: foreign: (B)(6). The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a hip procedure. Subsequently, the patient was revised approximately 1 year later due to instability, malposition, and loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total hip arthroplasty with possible early loosening at the bone cement interface of the femoral stem also with valgus positioning. Cement plug is obliquely oriented within the medullary space of the proximal femoral diaphysis. It was noted the bone plug appeared to be incorrectly seated, however as there are many contributing factors that could have lead to this and ultimately the loosened stem, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.